Manufacturer narrative:
The returned strips gave an e11 using control, and read lo and an average of 79mg/dl low out of spec using blood. Retention reagent gave satisfactory performance.

Event description:
The customer received a blood glucose reading of 15 mg/dl on the contour meter, re-tested on a different meter and the reading was 198 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer